Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 03-nov-2022. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter (afl) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. It was reported that the dilator was not able to advance into the carto vizigo¿ 8.5f bi-directional guiding sheath - medium. The physician was not comfortable inserting the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium into the patient's body. There was an inch off that back that wouldn't advance into the carto vizigo¿ 8.5f bi-directional guiding sheath - medium. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was replaced and the procedure was continued. The resistance with sheath issue was assessed as not MDR reportable. Interference or friction between devices is a known occurrence. If resistance is encountered, the system may be withdrawn as a unit. This is a common practice during procedures. Since the vast majority of ep procedures utilize multiple device exchanges, an increased potential for patient injury is remote. Additional information was received on 19-oct-2022. The resistance was between the sheath and the dilator. The resistance resulted in a damage to the sheath as the hemostatic valve was damaged. Resistance was noticed while advancing the dilator into the sheath. The hemostatic valve broke at the base and advanced into the back of the handle of the sheath. Dilator was not able to extend fully. Sheath was never inserted into body; replaced before procedure started. The dilator was stuck in the sheath was due to high resistance. The hemostatic valve damage was assessed as MDR reportable for a hemostatic valve separation issue. The awareness date for this reportable issue is 19-oct-2022.

Manufacturer narrative:
Additional information was received on 07-nov-2022. The hub was broken separately. They were unsure if the gasket dislodged in the hub, but it did not dislodge outside the hub. The brim cap/hub detached from the sheath. The sheath was not used on the patient as the sheath was being prepped pre-procedure. Air did not enter the patient¿s body. Originally the event was assessed as MDR reportable for a hemostatic valve separation issue (h6. Medical device problem code: material separation (a0413)). However, per the additional information received stating that the brim cap/hub detached from the sheath, the event was reassessed to MDR reportable for a brim cap detached issue (h6. Medical device problem code: detachment of device or device component (a0501)). Therefore, updated the h6. Medical device problem code field. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4). During an internal review on 14-nov-2022, a correction was noted to the 3500a initial as the ¿h4. Device manufacture date¿ was originally in error submitted as 10-jul-2022 and should have been processed as 13-jul-2022. Therefore, updated this field.

Manufacturer narrative:
It was reported that a patient underwent an atrial flutter (afl) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a brim cap detachment issue occurred. It was reported that the dilator was not able to advance into the carto vizigo¿ 8.5f bi-directional guiding sheath - medium. The physician was not comfortable inserting the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium into the patient's body. There was an inch off that back that wouldn't advance into the carto vizigo¿ 8.5f bi-directional guiding sheath - medium. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was replaced and the procedure was continued. Additional information was received. The resistance was between the sheath and the dilator. The resistance resulted in a damage to the sheath as the hemostatic valve was damaged. Resistance was noticed while advancing the dilator into the sheath. The hemostatic valve broke at the base and advanced into the back of the handle of the sheath. Dilator was not able to extend fully. Sheath was never inserted into body; replaced before procedure started. The dilator was stuck in the sheath was due to high resistance. The hub was broken separately. They were unsure if the gasket dislodged in the hub, but it did not dislodge outside the hub. The brim cap/hub detached from the sheath. The sheath was not used on the patient as the sheath was being prepped pre-procedure. Air did not enter the patient¿s body. The device evaluation was completed on 15-dec-2022. The product was returned to biosense webster (bwi) for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside of the hub component. Microscopic examination in the hemostatic valve surface has shown evidence of stress marks on the outer diameter. It was determined that the valve dislodgement observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve, the stress marks, and physical damage observed which suggest that excessive force was applied. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. On other hand, the brim cap and the silicone ring were placed in the correct position and found in good conditions. The resistance reported by the customer could be related to the dislodged valve issue. A device history record was performed for the finished device batch number, and no internal actions were identified. The brim cap issue was not confirmed since it was correctly assembled and the resistance reported by the customer was confirmed since the valve was found dislodged inside the hub that could have contributed to this issue. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. The returned condition of "the hemostatic valve was dislodged inside of hub component" was assessed as MDR reportable for a hemostatic valve separation issue. Explanation of codes: investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the customer¿s reported ¿brim cap detached¿ issue. Investigation findings: fracture problem (c070603) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: valve(s) (g04135) were selected as related to the customer¿s reported ¿resistance with sheath¿ issue and the biosense webster¿s inc. Product analysis lab finding of ¿hemostatic valve separation¿ issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).